Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 675 mg/dl. The customer stated that she had symptoms such as nausea, vomiting, lethargic, diabetic ketoacidosis and panicking for most recent blood glucose readings. The customer stated that she was hospitalized due to diabetic ketoacidosis and possibly dehydration. The customer was advised that having a set in for a week may be contributed to the high blood glucose readings. The customer was recommended to go to a backup plan. The customer declined to troubleshoot any further.